Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made, and the oversensing was resolved.